Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported they had received a letter stating that ¿certain freestyle libre3 plus sensors may cause irregular low readings with certain lot numbers¿ and customer had a sensor which was in affected serial number lot. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; and it was successful. Customer¿s concern was addressed in reference to ctp (B)(4). There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.